Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion looptip wire guide was used. The medical facility stated that the tip of the loop tip frayed after on exchange with the wire guide. The wire guide was removed and another was able to be used. A section of the wire guide did not detach inside the endoscope or patient. Upon return of the device for evaluation, we confirmed a small section of the wire guide tip had detached and was not included in the return. Information regarding the missing section was communicated back to the medical facility. The location of the missing section is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. The loop tip has unraveled and the coil spring located at the distal tip is missing. The outer coating was removed near the distal tip. During a visual examination there is evidence that adhesive had been applied to the twisted section of the looped end. The coil spring located behind the distal coil is present. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause could not be determined because the actual conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during out laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to involved met all manufacturing requirements prior to shipment. Corrective action: a review of complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.